Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ambient valve has been identified to be the faulty component. Correction: the ambient valve replaced.

Event description:
The following was reported to hamilton medical ag: tightness test fail(release valve defective)/flow sensor fails.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: the ambient valve has been identified to be the faulty component. Correction: the ambient valve replaced. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information as requested. Updated fields.

Event description:
The following was reported to hamilton medical ag: tightness test fail(release valve defective)/flow sensor fails.